Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported mitral valve insufficiency/regurgitation (unchanged mr) is listed in the mitraclip g4 system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on available information, the reported device damaged another device (caused damage) appears to be a due to procedural conditions. The reported poor image resolution also appears to be due to procedural conditions. The reported mitral valve insufficiency/regurgitation (unchanged mr) appears to be a cascading effect of the device damaged by another device. There is no indication of product issue with respect to manufacture, design or labeling. The implanted clip referenced will be filed under a separate medwatch report number.

Event description:
This is filed to report the device interacting with another device. It was reported that this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation (mr). Imaging was poor due to shadowing. The first clip was implanted without issue. To further reduce mr, a second clip was placed in a2/p2, however upon deployment, the clip (00729u163) torque released and the clip partially moved but remained on both leaflets and closed to 10 degrees. A third clip (01003u108) was advanced to be placed lateral to the second implanted clip, however when retracting the cds to capture the leaflets, the clip interacted with the second implanted clip and the second implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda).the slda clip was stabilized with deployment of the third clip. Mr remained at 4. No additional clips were attempted to be implanted due to the location and gradient tolerance. No additional information was provided.